Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged non-union could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by department of orthopedics, midlands regional hospital, ireland. The title of this report is ¿review of a single contemporary femoral neck fracture fixation method in young patients¿ published on march 1, 2011, which is associated with the stryker ¿asnis iii¿ system. The article can be found at https://doi.org/10.3928/01477447-20110124-09. This report includes analysis of the clinical data that was collected on 12 patients, the cases in this study range september 2007 to february 2008. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced non-union which required revision surgery. The report states: ¿her symptoms began with groin and hip pain on mobilization and progressed in severity. She underwent uncemented total hip arthroplasty (tha) 8 months after fracture.¿ the report also states ¿preoperative ap radiograph showing a completely displaced intracapsular fracture of the left neck of the femur in a (B)(6) woman (a). Ap radiograph 6 weeks postoperatively (b). Ap radiograph 7 months postoperatively demonstrating nonunion of the fracture with varus collapse of the head fragment (c).

Manufacturer narrative:
Please note correction to h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://journals.healio.com/doi/10.3928/01477447-20110124-09

Event description:
The manufacturer became aware of a literature published by department of orthopedics, midlands regional hospital, ireland. The title of this report is ¿review of a single contemporary femoral neck fracture fixation method in young patients¿ published on march 1, 2011, which is associated with the stryker ¿asnis iii¿ system. The article can be found at https://doi.org/10.3928/01477447-20110124-09. This report includes analysis of the clinical data that was collected on 12 patients, the cases in this study range september 2007 to february 2008. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced non-union which required revision surgery. The report states: ¿her symptoms began with groin and hip pain on mobilization and progressed in severity. She underwent uncemented total hip arthroplasty (tha) 8 months after fracture.¿ the report also states ¿preoperative ap radiograph showing a completely displaced intracapsular fracture of the left neck of the femur in a 49-year-old woman (a). Ap radiograph 6 weeks postoperatively (b). Ap radiograph 7 months postoperatively demonstrating nonunion of the fracture with varus collapse of the head fragment (c).